Manufacturer narrative:
For regularization - retrospective review / FDA request. Manufacturing data conforms to specifications : the screw can not be the cause of the reported incident. No possibility to assess the screw. No recurrence. The cause of the breakage of the thread could not be identified.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. "The graft was not secured, the thread broke and the surgeon had to start everything over".